Event description:
The customer reported that the image has alternating 1/4th white and 1/4th black areas. There was also an image read error. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solution USA. Gender info was not provided. (B)(4). The panel was returned and tested. However no problem was found. It is suspected that the problem is in the sensor network at the user facility. The service representative performed the calibration and self test, and all functions met specifications. (B)(4).